Event description:
On (B)(6) 2023 a nalu peripheral nerve stimulator system was fully explanted due to the patient need for an MRI. There are no complaints of system or component failure or medical conditions relating to the nalu product.